Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va16ur1, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received by a manufacture representative (rep) via an hcp regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Hcp reported patient had device explanted due to not helping with retention of urine. Patient had been working with the physician office to try different programs, but the various programs did not feel like it was helping. Patient had a pulmonary vascular resistance (pvr) at time of explant of 450. There were no stated problems with device or falls reported by patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.